Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject did not received any loading doses of antiplatelet medications at the time of index procedure. A lotus introducer was placed, and the aortic valve was treated with a 27 mm lotus edge valve which was implanted successfully. There was correct positioning of the single prosthetic heart valve into the proper anatomical location without the need for repositioning. The subject had left bundle branch block during the index procedure. One (1) day post index procedure, the subject was discharged to a different hospital. Two (2) days after the index procedure, the subject was noted to develop 2nd degree atrioventricular (av) block. Of note, balloon valvuloplasty was not performed during index procedure. The event lead to prolonged hospitalization. A new permanent pacemaker was recommended to treat the 2nd degree mobitz type av block, first degree atrioventricular (av) block and left bundle branch block. Seven (7) days post index procedure a new permanent pacemaker was successfully implanted. Eleven (11) days post index procedure, the event was considered resolved.